Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted scratches and tool marks on the device case, consistent with what may be induced during an explant procedure. No other anomalies were noted. The device was interrogated and confirmed to have recorded a power supply error code on (B)(6) 2020 (the date of explant). The device case was removed to facilitate inspection and testing of the internal components. Visual inspection identified a crack in the solder connection of a fuse for the battery pack. The root cause of the crack could not be determined; however, this crack could have contributed to the observed interruption in telemetry and the power supply error message. This issue would not have resulted in the observed noise, oversensing, or non-detection of the induced arrhythmia during dft testing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise and was unable to sense induced ventricular fibrillation during defibrillation threshold testing (dfts). An interruption in telemetry was also noted and an error code was exhibited by the s-ICD because of this. Dfts were attempted again successfully and surgical intervention was later performed to explant and replace the s-ICD due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise and was unable to sense induced ventricular fibrillation during defibrillation threshold testing (dfts). An interruption in telemetry was also noted and an error code was exhibited by the s-ICD because of this. Dfts were attempted again successfully and surgical intervention was later performed to explant and replace the s-ICD due to normal battery depletion. No additional adverse patient effects were reported.